Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states there was a crack at hub for palindrome hsi inserted on the (B)(6) 2013. The crack at the hub was discovered on the (B)(6) 2014. The catheter was pulled and replaced with a new one on (B)(6) 2014.